Event description:
It was reported that there was no air gas pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that there was no air gas pressure. No more info provided. Despite several reminders, we didn't receive the confirmation of any part replacement nor the part returned for investigation. Moreover, device logs were not provided. No investigation has been possible, therefore the root cause of the reported alarm has not been determined.

Event description:
Manufacturer's ref #: (B)(4).